Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that on (B)(6) 2018, the nurse noted that the catheter, which had been placed on (B)(6) 2018 was not draining. The nurse attempted to irrigate the catheter and deflate the balloon, but was unable to do so. An ultrasound was done of the bladder showing a normal contour and a volume of 222cc in the bladder. A urologist was consulted. The urologist was not able to deflate the balloon even after cutting the foley catheter. The urologist pulled the catheter out with the balloon still inflated. The urine was clear, but there was a moderate amount of bleeding from the urethra. The foley catheter was replaced with another one. Per the urologist notes for (B)(6) 2018, the bleeding had resolved.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that on (B)(6) 2018, the nurse noted that the catheter, which had been placed on (B)(6) 2018 was not draining. The nurse attempted to irrigate the catheter and deflate the balloon, but was unable to do so. An ultrasound was done of the bladder showing a normal contour and a volume of 222cc in the bladder. A urologist was consulted. The urologist was not able to deflate the balloon even after cutting the foley catheter. The urologist pulled the catheter out with the balloon still inflated. The urine was clear, but there was a moderate amount of bleeding from the urethra. The foley catheter was replaced with another one. Per the urologist notes for (B)(6) 2018, the bleeding had resolved.